Manufacturer narrative:
Device code: refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It reported that "forward firing at 219,747j" was observed during a prostate procedure. A second fiber was used to complete the case. No injury to pt reported.